Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six hours post cryo ablation procedure, the patient experienced a right sided hemothorax. It was reported that the event was thought to be associated with manipulation of the mapping catheter around the right inferior pulmonary vein (ripv) as the physician reported that the ring shape of the catheter was "a bit deformed and seemed to interfere with the pulmonary vein". The hemothorax was diagnosed via computerized tomography (CT) scan and there was no intervention done as a result. The procedure was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.